Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscopy, t2 of two (2) fast fix could not be deployed. It is unknown how the procedure was completed, however there was no surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: d9: is this device available for evaluation? , h6: medical device problem code, component code, type of investigation, investigation findings and investigation conclusions h11:the reported device was received for evaluation. A visual evaluation showed two devices were each returned in original packaging with the batch number of the complaint on the labels. Device one showed the t1, t2, and suture were not returned. The needle assembly is bent. The actuator is at the tip of the needle. Bio debris is present. Device two showed the t1, t2, and suture were returned off the needle. The insertion device has no visible defect. A functional evaluation of each device showed device one will not cycle and remains stuck at the tip of the needle. Device two showed the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.